Event description:
It was reported that hcp inadvertently put low volume alarm threshold as twenty instead of two. It was noted there was no injury;no problem. The pump was delivering lioresal.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Physician programmer model # 8840; catheter model #8711, lot # j11345r26, implanted: (B)(6) 2002, explanted: unk.